Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- we have received only the broken locking screw head back for investigation. The screw is broken at the neck point. The stardrive recesses show signs of use. Because of the damages & missing shafts the complaint relevant dimensions cannot be checked to print specifications anymore. The received condition of the complaint agrees with the complaint description since the screw are broken as claimed by the customer. Thus, the complaint is rated as confirmed. According tho the complaint description, it was mentioned that the screws were broken during the removal. Therefore we assume that a mechanical overloading situation caused the breakage and is not from any manufacturing non-conformance. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Initial reporter is a company representative. (B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent a surgery for distal radius and ulna with va-tcp and an ulna plate. On (B)(6) 2019 patient underwent revision surgery due to non-union. The plate and two screws had been discovered broken at the time of the reoperation. Fragments were generated from the broken devices and were not able to be removed. The distal radius plate was replaced with another plate. The plate on ulna was not replaced because ulna variance was not problematic. However, the surgeon made skin incision (about 50mm long) to make an attempt to remove the ulna plate. The surgery was delayed by less than 30 minutes. Concomitant device reported: unk - plates: 2.0 mm lcp distal ulna (part # unknown, lot # unknown, quantity 1), cortscr ø2.7 self-tap l12 tan (part # 402.872s, lot # 9907726, quantity 1), lockscr ø2.4 self-tap l18 tan (part # 412.818s, lot # unknown, quantity 1), lockscr ø2.4 self-tap l16 tan (part # 412.816s, lot # unknown, quantity 2), lockscr ø2.4 self-tap l14 tan (part # 412.814s, lot # unknown, quantity 1), lockscr ø2.4 self-tap l12 tan (part # 412.812s, lot # unknown, quantity 1). This is report 3 of 3 for (B)(4). This report is for an unknown screw.